Event description:
During the atrial fibrillation procedure, air was aspirated after inserting the sheath and advisor hd grid catheter, and applying negative pressure and aspirating. Air was aspirated several times, but the air could not be removed. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. Air intrusion into the patient was not confirmed.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.